Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the infusion site (abdomen) after wearing the pod for 24 hours. The patient removed the pod due to their blood glucose levels reading high (22.2 mmol/l, 400 mg/dl). The patient removed the pod and spotted 3 separate infected areas on their abdomen and went to the emergency room. Other symptoms reported were nausea and vomiting. The patient was diagnosed with a skin infection and was also diagnosed with gastroenteritis. The patient was treated with anti-sickness medication, intravenous fluids and prescribed antibiotics. The patient could not recall the names of the antibiotics, but one was taken twice a day and the other was taken one time at night every day for 4 days. The patient was discharged after 24 hours. The pod has been discarded.